Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Non-revision of right shoulder components due to dislocation. Patient woke from sleep in severe pain and was unable to move the arm. Surgeon performed closed reduction with manipulation and the patient was placed in a sling for six weeks. This event report was received through clinical data collection activities.